Event description:
The patient called lfs alleging that their one touch ultra meter was reading inaccurately high. The patient obtained a 435 mg/dl on their meter and took an unknown amount of nph insulin. The patient used a different vial of test strips and obtained a 150 mg/dl. They they used their spouse's meter and obtained a 151 mg/dl. The results were reported to have been 11 to 20 minutes apart. The patient did not experience any symptoms during the time of concern. The patient neither alleged harm nor experienced injury or medical intervention. The customer service representative walked patient through two consequtive ocontrol solution tests and both results failed the specified range. The csr discovered that the test strips vial had a cracked/broken lid. When a third test was performed using a new vial of strips, the test fell within specifications. Based on the information supplied by the patient, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. Patient's test strips were replaced.